Event description:
A customer reported receiving a cgm error 42 while using their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset instructions and assisted in performing the reset; as a result, the error did not reoccur, and the customer was able to successfully start their sensor session.